Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). On february 3rd, 2014, after obtaining discordant ca-19.9 results, the customer replaced the cleaning solution, emptied the water trap, and performed a daily cleaning procedure and database maintenance. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse recalibrated the reagent probe and ancillary probe, and aligned the sample probe and incubation ring. A system check was run, resulting within range. The cause of the discordant ca-19.9 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant cancer antigen 19.9 (ca-19.9) results were obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher on each repeat. It is unknown which is the correct result and if it was reported to the physician(s). It is unknown if there are reports of patient intervention or adverse health consequences due to the discordant ca-19.9 result.

Manufacturer narrative:
The initial MDR 2432235-2014-00338 was filed on may 19, 2014. Correction (05/20/2014): the discordant results were obtained on initial run and second repeat and were not reported to the physician(s). The sample was repeated twice on the same instrument, resulting as expected on the first repeat and high on the second repeat. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca-19.9 results. Additional information (04/24//2014): a siemens customer service engineer (cse) returned to the customer site and replaced the acid base pump due to a leak.

Event description:
Discordant cancer antigen 19.9 (ca-19.9) results were obtained on one patient sample on an advia centaur xp instrument. The discordant results were obtained on initial run and second repeat and were not reported to the physician(s). The sample was repeated twice on the same instrument, resulting as expected on the first repeat and high on the second repeat. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca-19.9 results.